Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient initially reported that their patient programmer wouldn¿t allow them to increase their stimulation to help their pain because the patient programmer screen was blank. Patient services reviewed appropriate batteries and how to position the batteries in the programmer. The patient confirmed the patient programmer was powering up again after repositioning the batteries. When the patient attempted to increase the amplitude they were seeing the message letting them know that stimulation was off. The patient stated that they were not sure why their stimulation was off, indicating that they saw the stimulation on icon when charging the ins. Patient service reviewed how to turn their therapy back on again and the patient confirmed that they could feel it again after turning it back on. Patient services asked if this resolved the patient¿s pain and they stated that they were not sure yet. It was indicated that troubleshooting resolved the reported issues with the programmer not powering on. Patient indicated that they would give it so me time to evaluate if the stimulation resolved their pain. The event occurred about a couple of weeks ago in (B)(6) 2018. No further complications were reported/anticipated.